Event description:
During the device preparation for the svt procedure, there was a procedural delay with the patient prepped. The ensite x was switched on and the initial screen with the abbott logo appeared. Meanwhile, the amplifier and all the connections to the ep recording system were connected. When coming back to the control room, it was noted that the screen was in sleep mode as if nothing was connected. The connections to the screen were checked and the dws was checked with no resolution as it remained the same, and the dws was turned off and back on. When it was turned on again, the logo screen appeared but was then followed by another screen saying that the final step of the bios upgrade was in progress, and that the system should not be reset or turned off. It was advised to disconnect the fiber optic cable and the ethernet for pacs to connect. It was confirmed that no usb or unusual device was connected to the dws. After 60 minutes of waiting, the screen remained the same. After this screen, the abbott logo screen displayed and the dws went into sleep mode. After several minutes the troubleshooting steps were performed again. The procedure was completed using fluoroscopy without the mapping system and there were no adverse consequences to the patient.